Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The wife reported via phone call that the insulin pump would shut off due to battery issues. The caller reported frequent battery changes for the insulin pump. Customer's blood glucose was unknown at the time of the call. Troubleshooting was not completed as the insulin pump was not present with the caller. The caller declined to return the insulin pump for analysis.